Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported impact to the customer¿s blood glucose level. Customer arranged return of pump for evaluation, distributor confirmed wake button was defective, and replacement pump was provided, with further investigation pending pump return.